Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 65 mg/dl. Reportedly, low bg's were due to customer's increase in physical activity. Customer stabilized bg levels with glucose tablets. Recommendation was made to discuss diabetes management with their health care professional.